Event description:
The patient was admitted for a procedure in 2008, with a 70% lesion in the mid left circumflex. The physician prepared to place a 3.0 x 23mm cypher select stent, but before the stent reached the lesion, the patient experienced ventricular fibrillation. The physician had to treat this immediately. The guiding catheter and the cypher were withdrawn together. Before they were removed from the patient, the physician found that the stent had dislodged (via angiography). The stent was between the subclavian artery and the axillary artery. Then the stent was retrieved with a capture instrument. Finally a competitive product was used to complete the procedure. The patient was in stable condition.

Manufacturer narrative:
This ous cypher select sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Additional information will be submitted upon 30 days of receipt.